Event description:
The PICC nurses have had trouble with the catheters breaking.

Manufacturer narrative:
The reporter indicated that no add'l info was available regarding the event. The reporter stated that since they have started using a securement device, they have not had any add'l catheters break. Results: without a lot number, we are unable to review the device history record and material review report. One used 26 gauge catheter, in two pieces, was returned for eval. Portion 1 consisted of the molded junction and a portion of catheter tubing approximately 5.130 mm beyond the nose of the placement within the oval disk. Portion 2 consisted of a piece of catheter tubing approximately 12.6 cm in length. Microscopic examination confirmed that the area of separation exhibited cracks to the silicone molding, damaged jagged edges and had been trimmed on an angle. Portion 2: confirmed that the area of separation exhibited jagged edges. No other damage or abnormalities were noted on the unit returned. Conclusions: the engineer confirmed that portions 1 and 2 were separated from each other. The damage noted is characteristic of a separation (jagged break) caused by stress to the catheter. The bd first PICC catheters are 100 percent inspected throughout the manufacturing process. The catheters are 100 percent pressure tested (flow/leak) to insure the catheter had no leaks or occlusion prior to acceptance. A pull test is performed per the specifications to insure catheter strength and integrity. (B) (4). (B) (4).